Event description:
It was reported that the patient experienced unspecified issues with an unspecified device. No patient complications were reported in relation to the event. No information was provided regarding the patient, product or procedure. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was received that stated the device was malfunctioning. It was further reported that the penile prosthesis had been implanted for twelve years. The patient experienced inflation issues leading to a replacement surgery. It was also indicated that the cylinders had always pushed down on ventral surface of the penis. The patient did not experience any further adverse events. Upon receipt, the device was identified as a non-bsc manufactured product. Additional follow-up was performed in which the rep stated the device was most likely meant to be sent to the coloplast manufacturer.

Manufacturer narrative:
B5, h2, h3 updated.

Event description:
It was reported that the patient experienced unspecified issues with an unspecified device. No patient complications were reported in relation to the event. No information was provided regarding the patient, product or procedure. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was received that stated the device was malfunctioning. It was further reported that the penile prosthesis had been implanted for twelve years. The patient experienced inflation issues leading to a replacement surgery. It was also indicated that the cylinders had always pushed down on ventral surface of the penis. The patient did not experience any further adverse events.